Event description:
It was reported that the customer had a blood glucose level of 420 mg/dl. Customer treated with his insulin pump. Furthermore, he was receiving readings from his sensor of under 40 mg/dl when his blood glucose was above 40 mg/dl. No specific blood glucose value was given for this event. Sensor insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.